Manufacturer narrative:
(B)(4)/ per the instructions for use (IFU), valve malposition and migration are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the possible undersized measurements of the native annulus and a lack of annular calcium, along with device manipulation, likely contributed to the valve movement into the lvot. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post valve deployment, there was severe pvl. While trying to post dilate with the delivery system, the valve bumped ventricular, and embolized. The patient¿s initial valve measurements were in between a 23mm and a 26mm, so a 26mm was implanted with minus 1 cc inflation volume. The valve deployed without issue, landing 60:40 aortic/ventricular, but had moderate to severe paravalvular leak (pvl). Post dilation was attempted with the delivery system, but the nose cone of the delivery system pushed the valve farther down the annulus, and it subsequently embolized ventricular, into the lvot. A larger non-edwards balloon was used to try to snare the valve, bringing it back into the native annulus. While attempting to pull the valve back into the annulus, there was some transient mitral regurgitation due to the ventricular location of the valve. After multiple attempts, the valve was able to be pulled back into the annulus, and post dilated, landing 20:80 aortic/ventricular. The mitral regurgitation resolved. A second valve was placed to anchor the first valve, landing 60:40 aortic/ventricular, with no pvl. The patient left the room hemodynamically stable, and weaned off of bypass. The native annulus measured 20.4 x 27.7 mm2, with moderate calcification.